Event description:
Medtronic representative reported that the system was tracking intermittently during an ent case. Medtronic rep also reported that the system worked properly when pressure was applied to the top of the emitter. The issue caused a 5 minute delay in the surgery. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
Pt info not available at time of this report. The device has not been returned to the manufacturer.